Event description:
The patient underwent unicompartmental knee replacement using zimmer patient specific instruments. It was reported that the tibial cut guide cut less than the planned amount causing the surgeon to recut the tibia twice. Also the tibia was sized incorrectly. Femoral cut guide caused the femur to be cut medically instead of parallel to the tibia. The femoral plan was also inaccurate as far as sizing. There was no blood loss reported. A delay of 60 minutes was reported. Patient underwent revision surgery.

Manufacturer narrative:
After re-evaluation of the segmentation an oversegmentation in the medial tibia plateat region and oversegmentation in the cortical bone region was found. Those inaccuracies possibly had an impact on the tibia grade fit and could have caused an incorrect tibia guide position. This possibly contributed to an incorrect tibia resection level. Therefore this inaccuracy could have contributed to the error that the surgeon is stating, namely that the tibia guide cut less than the planned amount. For the discrepancies on the femur the investigation did not identify a potential root cause. Note that the investigation only investigated the guides and does not include other potential root causes such as the steps performed after using the guides nor the placement of the implant nor any physical condition that could cause implant loosening. The event information does not confirm the femoral implant loosening is caused by the guides.

Event description:
Additional information received indicates the revision surgery was required because of femoral implant loosening.

Manufacturer narrative:
A review of the internal documentation is in progress which has not yet resulted in a root cause for the event. An amended medical device report will be filed as soon as the investigation is terminated.